Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the distal end with ccd module/us probe shadow in image. Based on the result, we concluded, that it was caused, due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed, that the insertion flexible tube coating damage, the lcb (light carrying bundle) broken, the us connector cable (long) buckled, the lcb distal cover glass cracked, the us connector cable (long) crushed, the operation channel (primary) leak, the objective lens scratched and the warning/caution label worn out. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (shadow in image).